Event description:
On (B)(6) 2010, an spectra penile prosthesis was implanted. On (B)(6) 2010, the entire device was removed, due to infection. No pt complications reported.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.